Event description:
Related to MFR report # 2183959-2012-01969. It was reported by the plaintiff's attorney that on an unspecified date, the plaintiff was implanted with an ams "perigee" device to treat her pelvic organ prolapse and/or stress urinary incontinence. The plaintiff's attorney alleges that the plaintiff has suffered "significant damages, including permanent physical injury, pain and suffering and the need for additional surgeries" and other damages.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.